Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, delamination diapherm flange disk . Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the anterior/posterior and delamination. Based on the device analysis the final assessment is: a striated opening in the anterior/posterior side assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.